Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Additional information received reported that the event resolved with sequela on 2015-(B)(6). The sequela was a pump pocket hematoma.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from an hcp via implantable systems performance registry (ispr) that the event resolved without sequelae as of (B)(6) 2015. Examination/palpation on (B)(6) 2015 revealed that the hematoma resolved.

Event description:
It was reported that the patient had a hypertrophic capsule in the pump pocket at the right lower quadrant of the abdomen. On (B)(6) 2015, an examination/palpation discovered edema, erythema, and tenderness to the right abdominal pocket site. The patient was given oral medication. Lab work showed a white blood cell count of 5.7 x 10^6/ml with a monocyte percentage of 10.1%, a c-reactive protein density of 15mg/l, and an erythrocyte sedimentation (sed) rate of 37mm/hr. On (B)(6) 2015, the patient was admitted to the hospital. An examination/palpation discovered that the erythema had spread. The pump was refilled and reprogrammed for a 30% decrease and the ptm was disabled. It was noted that the patient had been drowsy/fatigued. On the following day, 25ml of straw-colored fluid was aspirated from the pump and sent for culture. Aerobic culture, anaerobic culture, and beta-2 transferrin were all negative. A fluoroscopy was done which noted a patent catheter from the pump to the tip. There was no evidence of a leak at any point in the system. On (B)(6) 2015, the pump was removed for a pocket revision then re-sutured in the pocket. It was also noted that the catheter was spliced. During the surgery, a hypertrophic capsule was observed in the pump pocket which was related to a mesh pouch that was placed over 10 years prior to the event. The hypertrophic capsule/tissue and mesh pouch were dissected out of the pump pocket. The event was reported to be related to the implant procedure and possibly related to the device or therapy. The severity of this event was noted to be severe and resulted in a prolonged hospitalization or in-patient. The event was on-going. The pump was infusing dilaudid, fentanyl, droperidol, and baclofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that on 2015-01-29, an examination/palpation was done as a diagnostic and found a pump pocket seroma. 300ml of sanguineous fluid was aspirated from the pump pocket. The patient also began wearing an abdominal binder. On (B)(6) 2015, another examination/palpation was done and the pump pocket seroma was believed to be a hematoma. Another 300ml of sanguineous fluid was aspirated from the pump pocket. Also, a surgical intervention was done. The pump was revised/irrigated and debrided; and a hemovac drain was placed. On (B)(6) 2015, the hemovac drain was removed and 40ml of serosanguineous fluid was aspirated from the pump pocket. The seroma was persistent after the hemovacdrain was removed. An examination/palpation on (B)(6) 2015 found that the pump pocket site had a significant improvement in swelling and no drainage was noted. On (B)(6) 2015, 60ml of fluid was aspirated from the pump pocket. An examination/palpation on (B)(6) 2015 found a recurrent edema at the pump pocket and 210ml of fluid was aspirated. On (B)(6) 2015, there was a recurrence of the seroma at the pump pocket and 75ml of fluid was aspirated. The etiology was listed to likely be related to the implant procedure and unlikely related to the device or therapy. The severity was reported to be mild and the event resulted in prolonged hospitalization.